Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exploratory laparotomy w/rt. Salpingo-oophorectomy, excision of colpopexy mesh and extensive lysis of adhesions due to sui and pelvic pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted. It was reported that the patient underwent a cystoscopy, placement of right ureteral stent and eswl on (B)(6) 2011, due to right renal stone. It was reported that the patient underwent exploratory laparotomy with extensive release of adhesions and small bowel resection, appendectomy and central line placement on (B)(6) 2006, due to small bowel obstruction, multiple dense adhesions and poor venous access. No additional information was provided.